Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the lead was explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
E1 initial reporter updated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation due to poor lead placement. As a result, surgical intervention may take place at a later date to address the issue.